Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia, describing blood glucose dropping into the 50s, with the cause unclear and no associated alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impairment or hospitalization. Investigation included collection of additional information from the customer to clarify event details and blood glucose context. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no alarm-related performance concern was described. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.